Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer reported the change sensor alert, and sensor updating alert. The customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 375 mg/dl, and the blood glucose value was 212 mg/dl. The customer reported the transmitter battery did not last 7 days. The customer reported a blood glucose value of 50 mg/dl for the low blood glucose, and the blood glucose value was 212 mg/dl for the high blood glucose. The customer stated the pump to deliver additional insulin. The customer experienced hypoglycemia. The customer experienced hyperglycemia and was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884, mmt-7040ma, mmt-332a, mmt-7841zn, and mmt-242a. Troubleshooting was not performed for the high blood glucose, and the low blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for the short transmitter battery lifetime, and the transmitter was fully charged before it was connected to the sensor. Troubleshooting was performed for the change sensor alert, and the customer is unable to run a transmitter test and/or test passed. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. No further patient complications were reported. No product return is required for mmt-1884, mmt-7040ma, mmt-332a, and mmt-242a. The customer was instructed to discontinue device use. Mmt-7841zn was requested, and the customer's response was that the device would be returned.